Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving constant check belt/check therapy pad alarms. She was also receiving add gel messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad, check belt, add gel messages) was confirmed. Upon investigation the cable connecting the distribution node to the front therapy electrode was cut, which caused the messages the pt rec'd. The black (pulse wire), black (gel fire, green (belt discharge), brown (lead +1), violet (agnd), and blue (+5v) wire were all severed. The root cause for the severed wires could not be positively identified but was likely physical abuse. No adverse event resulted from the broken wires. The pt rec'd a replacement electrode belt.